Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformance noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, retromammary abscess, and acute left-sided mastitis.

Event description:
Healthcare professional reported left side "mastitis," "rupture," and "retromammary abscess." The device has been explanted.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified. Lot number: 2676460. Broken device. Red particles in the gel device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported left side "mastitis," "rupture," and "retromammary abscess." The device has been explanted.

Event description:
Healthcare professional additionally reported, staphylococcus aureus.

Manufacturer narrative:
The event of infection is a physiological complication. And analysis of the device generally does not assist allergan in determining, a probable cause for this event.